Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Could you please clarify if the indicator window was turned on? 2. Could you please clarify if device was able to activate? 3. Could you please clarify if the when the device was triggered a motor sound was heard? Answer - no additional information is available this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colon resection procedure that they were getting ready to fire device and would not fire. They just used a new battery from a like device and it worked. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/9/2023 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.